Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-03492 and # 3005099803-2012-03493 address these devices. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy. According to the complainant, during the procedure, two resolution clip devices had clips that 'did not deploy.' It is not currently known if this reflects a failure of the clip to release from the delivery catheter. The procedure was completed using a third resolution clip device. No patient complications were reported as a result of this event. Attempts at obtaining additional information regarding the event and the patient condition have been unsuccessful to date. If any additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-03492 and # 3005099803-2012-03493 address these devices. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy. According to the complainant, during the procedure, two resolution clip devices had clips that "did not deploy." It is not currently known if this reflects a failure of the clip to release from the delivery catheter. The procedure was completed using a third resolution clip device. No patient complications were reported as a result of this event. Attempts at obtaining additional information regarding the event and the patient condition have been unsuccessful to date. If any additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found that the clip assembly was located just inside the over sheath. Once the over sheath was pulled back using the sheath grip, the clip assembly was actuated and deployed. Two distinctive clicks were heard. The prongs opened to approximately 10 mm. The complaint could not be confirmed for the reported event of 'failure to release from catheter'. The device functioned as designed. The returned device showed no evidence of the alleged issue or any defect which could have contributed to the event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.